Event description:
Alaris pump was running epinephrine and milrinone when the pump shut off unexpectedly. This caused the patient to have significant hypotension to the 40's. Manufacturer response for carefusion alaris pump, (brand not provided) (per site reporter): clinical engineering reported this to carefusion and they submitted a FDA report as well.